Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Patient had two leads implanted; we cannot determine which led had the issue. The second lead info: model# - 102878. Catalog# - 3008. Lot # - 90150555877.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation. Troubleshooting confirmed disconnected electrodes. A revision procedure was completed to resolve the issue and restore therapy.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #, section d6b. - explantation date, section d9 - date returned to manufacturer, device returned to manufacturer, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The leads were returned to saluda. The leads were received cut into two pieces, likely damaged during the device removal. Functional testing was not completed due to the condition of the returned device. Impedances logs were reviewed and confirmed disconnected electrode on e24 and high impedance on electrode e23. The root cause of the disconnected electrode and high impedance was not able to be definitively determined. The evoke scs system surgical guide details impedance as, "an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation. Measurement electrodes that are disconnected will not record valid ecaps."